Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Upon receipt, the battery was dead and populated error 85 due to excessive internal temperature recorded. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device was 27 months old and is not out of box failure. With given information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that excessive internal temperature of the battery was recorded during charging process in a service center. This event is related to a malfunction that could potentially lead to fire ignition. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.